Event description:
It was reported that the customer's insulin pump was unable to prime and alarmed. The customer's blood glucose reading was 81mg/dl. It was stated that the drive support cap appears to be normal. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.